Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified artery. A 10mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured before reaching the nominal size at 4 atmospheres for 20 seconds upon first inflation. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Initial reporter city-(B)(4).